Event description:
It was reported that the patient had sought medical assistance from the paramedics with hypoglycemia. The patient's blood glucose levels declined to approximately 30 mg/dl while wearing the pod for an unknown duration. The patient woke up in the middle of the night and noticed that their glucose levels were rising. They decided to self-administer an insulin injection and then apply a new pod, leading to the drop in the patient's blood glucose level. Symptoms reported include the patient being incoherent and unresponsive. The patient was treated with 2 unspecified intravenous fluids. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.